Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidence was provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required currently. A review of the labeling did not indicate any abnormalities. Microbiologists reviewed the sterilization procedures, environmental monitoring, bioburden data and the DHR and noted: the subject device was packaged according to established design and process specifications and was sterilized according to procedure. No deviation for a non-conformance could be found. No indications of material, manufacturing or design-related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
As reported: "study: (B)(4). Subject: (B)(6). Infection, deep patient came in for 2-yr follow up on (B)(6) and had been doing very clinically well until that point. Starting (B)(6), patient started experiencing symptoms of pain, redness, and swelling in and around the study ankle, fever as well following several dental procedures. Workup showed increased inflammatory markers and an MRI suspicion of infection around the anterior tibial tendon. Presumed it was deep also because of the proximity of the implant. Explained risk and benefits of the rationale for urgent based surgery to do an I&d and retain the prosthesis but exchange the polyethylene."

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Event description:
As reported: "study: stryker itar-2. Subject: (B)(6). Infection, deep patient came in for 2-yr follow up on (B)(6) and had been doing very clinically well until that point. Starting (B)(6), patient started experiencing symptoms of pain, redness, and swelling in and around the study ankle, fever as well following several dental procedures. Workup showed increased inflammatory markers and an MRI suspicion of infection around the anterior tibial tendon. Presumed it was deep also because of the proximity of the implant. Explained risk and benefits of the rationale for urgent based surgery to do an I&d and retain the prosthesis but exchange the polyethylene."